Event description:
Patient recieving rituxan infusion for treatment of malignancy. Rituxan infusing via alaris smart pump using low-sorb alaris tubing. Pump was beeping "air in line" seeing the air removed the cassette from the pump. Immediately the pump tubing disconnected resulting in a loss of 100-200ml of rituxan. This required chemotherapy spill clean up procedures.====================== manufacturer response for smartsite infusion set, carefusion======================awaiting a formal report of analysis.